Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Reloaded system software (m4). The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9900 system would not save images. No pt involvement.